Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. Data from the sensor should not be used at this time and it is recommended that the site investigate the cause of the decreased blood flow over the sensor. On (B)(6) 2021 it was reported that on (B)(6) 2021 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 6.7 mmhg. Accurate readings were observed under the manufacturer's patient care network database.